Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient that was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient could not control their pain stimulation in their back. No further complications were reported or anticipated.